Event description:
N/a.

Manufacturer narrative:
The device was returned for analysis. The reported ¿difficulty advancing the device into the anatomy along a guide wire¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 lot# updated from 2121941 to 2121242.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in a right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an endovascular aneursym repair (evar) interventional procedure. Reportedly, when the device was being advanced into the anatomy along a guide wire, the guide wire did not come out from the guide wire port. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18f sheath, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.